Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The root cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 73-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge side arm leak after a cassette change. Sodium bicarbonate was in the purge solution with no extension tubing. The patient subsequently had a purge bypass completed. There were no reports of harm to the patient.